Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event for four days and later discharged. The patient was treated with brikllin and vekfazolin (doses, routes and frequencies were not reported) for peritonitis. It was reported that the patient's antibiotic treatment was ongoing for a week. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.